Event description:
Patient was revised to address loosening of the patella. It was noticed that there was minimal cement mantle.

Manufacturer narrative:
The product associated with this reported event was not returned for evaluation. The product lot code required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Provided information stated minimal cement mantle was found at revision surgery. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.